Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during fsca that cardiosave intra aortic balloon pump (iabp) had fault in nvram that is only logged, fault # 54. No patient involved.